Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) recommended to continue to monitor and if this continued to occur then programming changes may be required. No adverse patient effects were reported. This rv lead remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) recommended to continue to monitor and if this continued to occur then programming changes may be required. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that indicated that this rv lead exhibited a gradual rise in shock impedance measurements with the highest reading at 138 ohms. It was suspected as being due to calcification and ts recommended lead revision. This rv lead was subsequently explanted and replaced. This lead has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited out of range shock lead impedance measurements greater than 125 ohms. Technical services (ts) recommended to continue to monitor and if this continued to occur then programming changes may be required. No adverse patient effects were reported. This rv lead remains in service. Additional information was received that indicated that this rv lead exhibited a gradual rise in shock impedance measurements with the highest reading at 138 ohms. It was suspected as being due to calcification and ts recommended lead revision. This rv lead was subsequently explanted and replaced. This lead has not been received. Other than the surgical procedure, no additional adverse patient effects were reported.